Manufacturer narrative:
The glue bond connecting the cannula to the hub failed. There have been no similar reports on this lot. The MFR's internal ref. #0296-0403.

Event description:
Needle separated from the hub while priming the cannula. No pt impact was reported.